Event description:
It was reported that the patient experienced "meningitis like" symptoms including chills, a fever and was hypertonic. A culture was done to check for infection; this was negative. It was decided to explant the device system. Once the system was explanted the patient's symptoms resolved with a few hours. The type of medication and concentration being administered via the pump were not reported. The dose was reported to be 250mcg/day. Additional information has been requested. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).